Manufacturer narrative:
An attempt was made to reproduce the issue by generating the weekly review report and observed that the issue was not reproducible. The reported event is not confirmed. After thorough investigation , we identified that user has changed to new sensor and uploaded data from that. Old sensor data was not uploaded before replacement. To assist with the resolution of the issue, we provided the helpline team with the following feedback : we see the user suspended smartguard mode on 19th jan around 3 pm. So post that there is only sensor graph being displayed and no pump activities are seen. Same can be seen in data table report also , please confirm if any other information is required, the software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under sw requirement doc. The most likely root cause is due to lack of user training. Helpline did not confirm that the provided resolution has resolved the issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a report anomaly as data discrepancy observed that since the report shows manual stop but it was not. The customer reported no adverse event. The event involved product(s) mmt-7350. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. A product return is not applicable for non physical devices.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.